Event description:
The customer reported that the insulin gauge on the pump displayed an amount different from what was expected, specifically showing a static fill estimate of 40 units. There was no adverse impact to the customer's blood glucose level. The customer was educated by technical support on the reason for the issue, which involved a variance in the measured pressures affecting the calculation of insulin remaining. Once the insulin amount aligned with the static number displayed, the fill estimate was expected to function normally. The customer understood and acknowledged this explanation.